Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was reported that the user experienced a blood glucose reading that was greater than 250 mg/dl, but less than 500 mg/dl, with no symptoms. The alleged blood glucose excursion does not meet animas' criteria for a serious injury, and is therefore not reportable as an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the basal change history appeared to be inaccurate on (B)(4) 2017 due to rewind & fill cannula performed at 13:32. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at the end of testing the basal history correctly showed 1.0u and total daily dose showed 24.0u. There were no errors, alarms or warnings or pump reboots during testing. The original complaint could not be duplicated or confirmed.